Event description:
The plaintiff's attorney alleged that the decedent experienced non-cardiac event on or about (B)(6)2013 and subsequently expired after use of the product.

Manufacturer narrative:
The initial litigation alleged that the patient experienced a non-cardiac event and expired. Additional information received alleged that the patient experienced a sudden cardiac death. As there is conflicting event information a request for clarification, as well as the circumstance surrounding the event will be made and upon receipt it will be submitted accordingly. This is one of three device reports associated with this event. Related manufacturer report numbers are 1225714-2014-15840, 1225714-2014-15841 and 2937457-2014-03626.

Manufacturer narrative:
This is one event (death) for the same patient involving three separate products.